Manufacturer narrative:
Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states endovascular stent delivery systems, and the reported event meets reportability criteria for a malfunction type of reportable event. During deployment of a stent in the common iliac artery, the balloon ruptured below rated burst pressure. The balloon inflated enough to appose the stent to the vessel wall and prevent stent migration downstream. The vessel had mild calcification, mild tortuosity and a 75% stenosis. The product was prepared and clinically used as per the IFU. There was no reported pt injury. In this case, lesion/vessel characteristics may have contributed to the reported event. The palmaz stent was returned for analysis and inspection showed the balloon with a full axially directed tear. The stent was not returned. Microscopic examination of both marker bands revealed no anomalies and the sem analysis performed on the balloon outer surface material revealed evidence of surface abrasions that might have caused the balloon rupture and it appears that these abrasions were obtained sometime during the procedure. A device history record review was performed and results indicated that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). Additionally, this review was extended to subassembly parts and lot numbers and this review confirmed that subassemblies met all requirements per the applicable mqp as well, including burst test values.

Event description:
During peripheral stenting to a common iliac artery lesion, the balloon ruptured below rated burst pressure; however, the stent was able to be successfully deployed and positioned at the target site. The vessel was characterized with mild calcification and mild tortuosity with 75% stenosis, and a guidewire was inserted across the lesion via a sheath introducer without difficulty. There were no adverse effects to the pt.